Event description:
The device has been explanted.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a right side device rupture diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Continued zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side device rupture diagnosed by ultrasound. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed as fold flow opening. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a right side device rupture. The device has been explanted.